Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and was informed to continue using the pump. The caller was advised to reach out if the issue recurs.